Event description:
It was reported that there was a ventricular lead warning. Low impedance was noted in the ventricular lead and the unipolar impedance was noted to be greater than the bi-polar impedance. The atrial lead was also noted to have noise and sensing issues. Both leads were capped and replaced and the device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.